Manufacturer narrative:
The reported field event of loss of sensing was confirmed in the laboratory. A partial lead was returned in two pieces. External insulation abrasion was noted at 10.3-10.6 cm from the pin consistent with lead friction to the device can. The cause of the sensing loss was isolated to the exposure of the outer coil in the abrasion zone.

Event description:
It was reported that the right atrial lead exhibited a loss of sensing and the left ventricular lead exhibited a capture anomaly. The leads were capped and replaced. No patient symptoms or additional information was reported.